Manufacturer narrative:
This report is being submitted as follow up no. 4 to correct the h10 narrative. Follow up no. 3 section h10 narrative was inadvertently submitted as: this report is being submitted as follow up. No 1. The actual narrative is: this report is being submitted as follow up no. 3.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct section h6. The evaluation and conclusion codes were inadvertently left blank. The codes that apply have been entered.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted to correct the manufacturer no. Because the product code was initially unknown. The reported product code then changed from (B)(4). This event was reported under 3013394970-2017-00079 and 3013394970-2017-00079 follow up. The actual device was not returned for evaluation. With no return of the actual device, no conclusion can be drawn as to the cause of the deployment difficulties experienced. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
See MDR 3013394970-2017-00079 for the reported event.